Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 398 mg/dl, current blood glucose is 600 mg/dl. The customer declined troubleshooting on insulin pump. The customer treated high blood glucose with syringe and insulin pen and bolus through insulin pump. The customer was neither hospitalized nor admitted for high blood glucose and drive support cap was normal. Based on customer report customer allege insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device was programmed with basal rate and monitored three days. Several bolus were also delivered. Device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No possible over delivery anomaly noted. Device was downloaded to care link. Care link report shows all bolus programmed and delivered. Device received with minor scratched lcd window and cracked reservoir tube lip. Device passed the delivery accuracy test.